Event description:
A peritoneal dialysis registered nurse (pdrn) reported to baxter of a home patient (hp) who had a break in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in recurrent peritonitis. The hp had a break in aseptic technique, described as the hp did not wear their mask and touch contamination, which caused peritonitis manifested by a cloudy drain bag and abdominal pain. The hp also reported cramps and a catheter site infection, which the pdrn stated were related to the peritonitis. The hp was not hospitalized. The hp was treated with vancomycin, intra-peritoneally (ip), and gentamycin, ip, (dosage not reported). The pdrn stated the hp was retrained on proper aseptic technique. After the hp had finished all the prescribed antibiotics for the peritonitis, it was found the peritonitis was not resolving so therapy with vancomycin and gentamycin was restarted. Later, the peritonitis was found to still have not resolved. Therefore, the hp's pd catheter was removed and the hp was started on hemodialysis. At the time of this report the hp is continuing with hemodialysis.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a breach in aseptic technique, described as the hp did not wear their mask and touch contamination, which caused peritonitis; however, the assignable cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.